Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred during the load process with multiple cartridges. Reportedly, the customer's blood glucose (bg) was high; value was not provided. Manual injections were administered to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.